Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that alarms were not triggering at the caregroup. No adverse event was reported.